Event description:
The customer reported that the device illuminated the wrench icon. Physio-control evaluated the device and found that it was unable to provide defibrillation therapy. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control determined the cause of the malfunction to be an electrically open high energy storage capacitor. A replacement device was provided to the customer.